Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro cord was shorting out and not providing energy. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4). Items marked "ni" are unk to us at this time.